Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all the operating currents tested within the specification range and passed the off no power tests. The pump was programmed with a test glucose meter. The meter communicated properly and recorded the 52 mg/dl value properly from the glucose meter. The pump was downloaded in the care link pro software and all bolus deliveries registered properly in the care link history report. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level dropped to 31 mg/dl. Before her blood glucose level dropped to 31 mg/dl the customer's blood glucose level was 50 mg/dl. Troubleshooting was declined. The customer was concerned of the 20 point difference between her blood glucose level and the meter reading. It was not sending the insulin pump accurate information. The customer brought juice to the table and treated her blood glucose level there. The customer was advised that the device would be replaced and agreed to return the product for analysis.